Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a z41002 autofeed chamber provided as part of the 950a81j adult ventilator dual heated circuit kit (with filter) leaked water after 14 days of patient use. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the subject z41002 autofeed chamber provided as part of the 950a81j adult ventilator dual heated circuit kit (with filter) was received at fisher & paykel (f&p) healthcare in new zealand for investigation, where it was visually inspected and leak tested. Results: visual inspection identified no damage or defects to the returned chamber. Leak testing confirmed that the chamber was within specification. Conclusion: the investigation findings confirmed that there was no fault found with the returned device. All 950a81j breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the 950a81j adult ventilator dual heated circuit kit (with filter) state the following: check all connection are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Do not use the chamber if it has been visibly damaged or dropped. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.

Manufacturer narrative:
(B)(4). The subject z41002 autofeed chamber provided as part of the 950a81j adult ventilator dual heated circuit kit (with filter) has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in michigan reported via a fisher & paykel healthcare (f&p) field representative that a z41002 autofeed chamber provided as part of the 950a81j adult ventilator dual heated circuit kit (with filter) leaked water after 14 days of patient use. There was no patient consequence.